Event description:
It was reported that during a rotator cuff repair using a super turbovac 90 with integrated cable, there was an insufficient level of plasma being created. The settings were increased but there was no increase in plasma. The surgeon opted to complete the procedure with a competitive product. There were no significant delays or patient complications reported as a result of this event.